Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via a journal article that in-stent restenosis occurred. The study looked at coronary stent implantation in small vessels using promus element and non-bsc stents. Results showed overall that event rates were similar between the two devices. Specific numbers of events were not provided.